Event description:
Same case as MFR report #2134265-2008-00909. It was reported that during an atherectomy procedure, the rotational speed jumped and a vessel perforation occurred. The 90% stenosed and severely calcified lesion was located in the 10mm-20mm tortuous diagonal artery. The platform speed was set at 165,000 rpms on the rotablator console. It was noted that there were no issues with the nitrogen tank and it was set at an appropriate flow rate. Upon the initial run with the rotablator rotolink plus 1.25mm burr, a drop in speed to 154,000-155,000 rpms was noted after which "several" runs were made with minimal speed change. On an unspecified run, the rotablator burr speed "jumped" to 188,000 rpms and a vessel perforation was noted in the mid diagonal artery. A quantum maverick balloon of unknown size was inflated to an unknown pressure at the perforation site for an unspecified amount of time to successfully treat the perforation. The patient's status is reported as "ok". It was the physician's opinion that: "there is only one way to suddenly increase the speed and that is increased gas pressure or clockwise rotation of speed knob. I doubt this is device malfunction."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.